Event description:
Unomedical reference number (B)(4). Event occurred in the china. On 08 apr 2024, it was reported that there was recurring no delivery alarms after troubleshooting. No further information available.